Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superficial femoral artery (sfa) using a pod4. During the procedure, while advancing the last portion of the pod4 through a non-penumbra microcatheter, the physician experienced resistance; therefore, the pod4 was removed. The physician then re-attempted to advance the same pod4; however, resistance was encountered while attempting to advance the pod4 out of its introducer sheath and into the microcatheter. Therefore, the pod4 was removed. The procedure was completed using a pod3 and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned pod4 revealed a functional device with offset coil winds on its embolization coil. If the pod4 is forcefully advanced against resistance, damage such as offset coil winds may occur. During the functional testing, the returned pod4 was able to advance through its introducer sheath and a demonstration lantern without an issue. The reported complaint could not be confirmed. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the initial resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 MFR report: 3005168196-2019-01609 and is being corrected on this follow-up #02 MFR report: 3005168196-2019-01609. 1. Section h. Box 10. Additional narrative and/or corrected data. Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned pod4 revealed a functional device with offset coil winds on its embolization coil. If the pod4 is forcefully manipulated against resistance, damage such as offset coil winds may occur. The resistance experienced during the procedure likely contributed to these offset coil winds. During the functional testing, the returned pod4 was able to advance through its introducer sheath and a demonstration lantern without an issue. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the initial resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.